Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using a 6f sheath after a superior femoral artery interventional procedure. Reportedly, the foot plate could not retract and the proglide device got stuck. Ultimately, after applying force, the device was removed from the anatomy. As a result, tissue damage occurred. The damaged vessel was treated with the reported proglide device suture while simultaneously achieving hemostasis of the access site. There was no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported that force was used, and the device was removed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The patient effect of tissue injury is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. Factors that contribute to difficult to opening or closing the foot and difficulty removing the device may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect of tissue injury is a known inherent risk of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.